Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No 510(k) provided as this device is not released for distribution in the united states. Part not returned to manufacturer.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that navigation computed tomography (CT) data was transferred from electrical patient record using receive digital intercommunication of medicine (dicom), but the data failed to be imported to the navigation device. The use of navigation was stopped. The procedure was completed without the use of navigation. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.